Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 231 mg/dl and it was addressed with a bolus via the pump. Reportedly, the customer disconnected the tubing from the cartridge at the luer lock and reconnected it. During troubleshooting with tandem's technical support, it was noted that there were several air bubbles/gaps in the tubing. The customer primed the tubing, successfully removed all the air bubbles, and resumed insulin delivery.